Event description:
It was reported the procedure was in the right coronary artery, dilatation was performed successfully using a 2.5x15 voyager nc balloon. After the balloon was fully deflated, an attempt was made to remove the dilatation catheter and slight resistance was felt. More force was applied and the proximal shaft separated outside of the anatomy. The dilatation catheter was easily removed from the anatomy with no intervention required. There was no adverse patient effect or significant clinical delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the voyager nc catheter noted blood and contrast visible in the inflation lumen and in the loosely folded balloon, consistent with preparation and a separation of the catheter in the patient anatomy. There was blood on the shaft and on the hub. The shaft was separated 5 mm distal to the guide wire exit notch, confirming the reported separation. The fracture face was stretched and jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). The guide wire exit notch was torn proximal to the separation for a length of 5 mm. There were multiple bends in the hypotube 34 cm distal to the strain relief tubing. Possible causes for difficulty removing a dilatation catheter after inflation may include: the balloon not being fully deflated prior to attempting to remove the balloon, damage to the balloon, kinks, bends, obstructions in the guiding catheter lumen, damage to the guiding catheter or introducer sheath. To help ensure this difficulty is not related to a manufacturing deficiency, the profile dimensions on all balloon catheters are confirmed by visual and dimensional checks on the manufacturing line. It is possible the balloon was not fully deflated prior to the attempt to remove the catheter, resulting in resistance during retraction. Further, as resistance was encountered, if the catheter and guide wire were manipulated in the attempts to remove the catheter, this would contribute to the shaft ultimately separating as the tearing of the guide wire exit notch appears to be a result of an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire. It should be noted the voyager nc instructions for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. A conclusive cause for the resistance during removal could not be determined; however, the shaft separation appears to be related to the operational context of the procedure. Additional handling in the attempts to remove the catheter likely resulted in the noted bends in the hypotube. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient, and device information. (B)(4) against resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.